Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. Evaluation summary: visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss/suture retrieval issue. The investigation determined the reported difficulties, patient effect and treatment appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted using three proglide devices via a 6f using the pre-close technique prior to an abdominal aortic aneursym (aaa) interventional procedure. Reportedly, suture breaks occurred on all three proglide devices. A hematoma occurred. The aaa was completed using an 18f sheath. A syvek patch and 40 minutes of manual arterial compression was applied to achieve hemostasis. There was a clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.